Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the 12 degree truespan when it was going to be actuated, the trigger burst, losing that point. The complaint device was received and evaluated; visual inspection revealed that the red trigger was broken. The plastic sleeve was removed to verify the presence of both plates, the plates were found inside the applier needle; however, the first one was found outside of the retainer silicone sleeve. The device was opened to verify the broken part, and found that the upper part of the red trigger was broken. The customer provided a photo, however, the photo did not show if the red trigger was broken. A manufacturing record evaluation was performed for the finished device 6l68367 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. A possible root cause could be attributed to a little portion of tissue that was inside the applier needle causing a mechanical obstruction of the plate when it was about to be deployed. This obstruction and the force applied to the trigger were contributive factors of the broken trigger; however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the trigger on the truespan 12 degree peek device burst as it was going to be actuated. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.